Event description:
The customer stated the device will not power on from battery. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.